Event description:
Healthcare professional reported injecting a patient in the lips with 1cc of juvéderm ultra¿ xc. 24 hours later, patient developed vascular ae described as ischemic changes on the lips in all areas injected that progressed with almost white lips and no cap refill. No pain. Patient was treated with immediate reversal with ha 150iu x 4 q 60 minutes. Asa 325mg and nifidepine xl 30mg given (and rx'ed for 7 days). Heating pads applied. Revascularization occurred almost immediately after first round of ha. Hyperbaric oxygen started next day and ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.